Event description:
It was reported that the ilet insulin pump¿s screen was cracked, and a replacement device was arranged after verification of shipping and billing information and user instructions for shutdown and return were provided. Symptoms included no adverse clinical effects, no alarms, and no reports of hypoglycemia, hyperglycemia, or injury. Outcomes included continued therapy using backup methods and continued cgm use with the dexcom app or receiver while awaiting replacement. Investigation included troubleshooting and user education, verification of device information, guidance to sync data to the mobile app, and instructions to return the affected device. Investigation of this case revealed physical damage to the display assembly consistent with a screen crack, with no indication of pump functional failure or alert behavior. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or handling rather than a device malfunction.